Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, late onset abscess (pt: injection site abscess), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: al-maghlouth, a., alwesali, s., faqeeh, a., & bin ajjaj, a. (2021) late onset penile abscess after 4 years from hyaluronic acid injection. A rare case report. Urology case reports, 37.

Event description:
This is a literature report from a case study aimed to describe a late onset abscess after penile augmentation using hyaluronic acids, after 4 years without any risk factors. This literature report from the (B)(6) concerns a (B)(6) year-old male patient. He was injected with hyaluronic acid, for penile augmentation (off label use of device), four years prior to this report. Four years after the treatment with hyaluronic acid, the patient experienced a late onset abscess. The patient went to a clinic with an acute onset of penile pain and discharged that progressed over a week. The patient had no chronic medical illness or recent trauma. Neither voiding symptoms nor symptoms suggesting sexually transmitted disease (std) were reported. On examination his penile shaft showed edematous, erythematous and necrotic tissue along with pus exudate came from both right and left lateral aspects. The patient underwent immediate surgical exploration and tissue culture was sent. Intraoperatively, an extensive necrotic tissue was encountered, which involved bucks fascia from midshaft down to suspensory ligament proximally, no urethral involvement was identified, although a circumcising incision was used, the patient had a significant shaft skin defect difficult for primary repair. Postoperatively, the patient resumed his normal activity and voided spontaneously. He received a two-week course of oral antibiotics, based on his culture which revealed staphylococcus aureus. Frequent wound dressings were done, followed by delayed penile reconstruction in the form of a split thickness skin graft. The operation went smooth and the postoperative course was uneventful. Urethral catheter was removed on the second postoperative day and the patient voided spontaneously. The patient followed up in the clinic with complete resolution. The outcome of the events was reported as resolved. In the opinion of the authors, it was uncommon to anticipate any complication after long period of time to happen as hyaluronic acids diminished in the targeted tissue. But, because of the increased number of patients seeking penile augmentation, urologist were going to pay more attention as it might converted to medical distress after few years without alarming.

Event description:
Follow-up information was received on 14-apr-2021: the author confirmed that the patient was injected in egypt, and that the report brought by the patient, explaining what he underwent, mentioned only hyaluronic acid with no specification. The author was the treating physician for the patients condition. The outcome of the event remained unchanged.